Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when the customer was inserting a PICC catheter, he used an ultrasonic vascular guidance puncture kit. When using the ultrasonic protective cover, he found that the terminal section had a crack and could not be used. He then replaced it with a new ultrasonic vascular guidance puncture kit, which found no problem and the patient was not affected. No other information was provided.

Event description:
It was reported when the customer was inserting a PICC catheter, he used an ultrasonic vascular guidance puncture kit. When using the ultrasonic protective cover, he found that the terminal section had a crack and could not be used. He then replaced it with a new ultrasonic vascular guidance puncture kit, which found no problem and the patient was not affected. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a tear is confirmed; however, the exact cause is unknown. One video of a ultrasound probe cover was returned for evaluation. An initial visual observation of the video showed what appeared to be a tear in the probe cover. However, no details of the tear could be discerned from the returned video. Use residue was observed on the device in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.